Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one of peritoneal dialysis therapy. It was discovered that the supply bag disconnected without falling. The technical service representative advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The cause of the reported issue was determined to be the supply bag disconnected without falling. Should additional relevant information become available, a supplemental report will be submitted.